Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration#1419652) on behalf of the manufacturer arjo hospital equipment (B)(4) (registration#9611530). Photos of the device show that a break has occurred due to corrosion on the load cell of the scale. This is also the part attaching the chair to the lifting pillar. The complete product has been asked for in return for investigation. This is the first case seen with a complete break off of the chair due to corrosion. The evaluation of the device to date has been carried out by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. Additional information will be provided following the conclusion of the manufacturer's investigation.

Event description:
It was reported that a patient was sitting during bathing procedures on an alenti hygiene lifter when the device cracked and the patient fell. The nurse that was attending to the bathing duties stopped the patient from falling all the way down, but in the process suffered some sort of back trauma that required a visit to the emergency room for evaluation, and also caused them to miss a week of work. No other info is available about the nurse's status.